Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. Customer reported that self test was performed and it did not passed. Customer's blood glucose level was 5.7 mmol/l. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. Customer returned pump for an alleged pump error 4/63 alarm found on (B)(6) 2018. Pump passed the displacement test and self test. No unexpected pump error 4/63 alarm noted during testing. Successfully download history files, traces using thus. Pump error 63 alarm found in the pump history on (B)(6) 2018 at 3:56 pm with variable (03). Pump error 63 alarm due to hardware error (line number 380 file number 37). Pump error 4 alarm found in the pump history on (B)(6) 2018 at 3:56 pm due to hardware error (line number 2725 file number 32010). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. However, found broken trace on u1 keypad assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken reservoir tube lip and minor scratched lcd window. Pump error 4/63 alarm due to broken trace on u1 keypad assembly. Cosmetic damage found on the pump case.